Event description:
User facility reported to distributor that connecting tubing cracked and split during injection of contrast media. User facility reported incidents occurred during several procedures with at least 6 pts receiving more contrast than was needed. User facility could not provide exact number of incidents.

Event description:
As indicated in the initial report, the connecting tubing cracked and split during injection of contrast media. The user facility could not provide the exact number of incidents, but reported that 6 pts received more contrast than was necessary. This follow-up report is to confirm that the info provided in the initial medwatch report # 1033554-2000-0007 is for the first pt who received more contrast than was necessary. The user facility reported that there was no pt injury.